Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to destroyed right lung. There was no medical intervention required by the patient. There is no customer information provided to have the device returned for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to destroyed right lung. There was no medical intervention required by the patient. There is no customer information provided to have the device returned for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. After further review, this report is now being filed as a product problem. Instead of product problem and adverse event both. Section b: "adverse event or product problem", and "box h" "type of reported complaint", "health impact grid" has been corrected/updated in this report.